Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: (cardiac arrest): the root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
A 67 year old male patient with advanced stage e cardiogenic shock. Impella cp implanted in lab, and patient was shocked multiple times for cardiac arrest. Anti-arrhythmic medication added. Patient transferred to unit, and impella cp operated with no noted complaints for nine days with no complaints. On day 9, patient's family decided to make patient "do not resuscitate" and withdrew care. Patient subsequently expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.